Event description:
The pt experienced a return of symptoms following an MRI. The pump was interrogated approx 3 days after the MRI and a motor stall was noted with not motor stall recovery recorded. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.